Manufacturer narrative:
Product event (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
After completing a total hip arthroplasty, the surgeon noticed a burn on the patient's left outside calf, approximately 100mm x 20mm. During the surgery the device was placed in the pocket attached to the surgical drapes, but a few times the device was placed between the patient legs. The burn was reported as a 3rd degree burn and a skin graft will be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.